Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 12/30/2022, it was reported by a sales representative via phone that an ar-3641sp self-punching knotless 2.6 fibertak anchor with #5 suture had an issue. During a rotator cuff repair procedure on (B)(6) 2022, after the anchor was implanted, one of the sutures that were needed for the repair just broke off. The pieces of the remaining sutures were cut off and removed, rendering the anchor useless. The anchor remained in the patient in one piece, nothing broke off inside the patient. Another ar-3641sp self-punching knotless 2.6 fibertak anchor with the same lot number was used and implanted in a different location to complete the procedure successfully with no harm to the patient. This was discovered during use with no impact to the patient.